Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. Upon reception, the transmitter is working normally and able to connect to network without any issues. Review of the event logs shows that the transmitter encountered alternance between connexion failure and connexion success. No additional findings were visible. Considering these elements, the most probable hypothesis is that the reported event was caused by a network issue, not related to the device. No general malfunction is suspected with the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 10-december-2025, the transmitter display the errors messages "no network" then "technical problem" whan the sim card is replaced. Connexion is lost since (B)(6) 2025.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, the transmitter display the errors messages "no network" then "technical problem" whan the sim card is replaced. Connexion is lost since (B)(6) 2025.